Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a piece of the lens broke off during implantation. The healthcare facility reports that surgery was more complex and prolonged; however, was successful. The lens was left implanted. There was no harm to the patient as a result of this event. The rayone preloaded iol injection system use fmea risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Rayner is following up with its german affiliate company to obtain additional information to facilitate further investigation of the event. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 082198365.

Event description:
On (B)(6) 2023, rayner received notification from its german affiliate company of an event that occurred during implantation of a rayone aspheric rao600c. The event description provided states that a piece of the lens broke off.